Event description:
It was reported that a patient underwent a laparoscopic ventral hernia repair on an unknown date and mesh was used. The patient developed abdominal distention and a bowel obstruction immediately following the procedure. The patient was treated with steroids which helped to resolve the bowel obstruction. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Corrected narrative: it was reported that a patient underwent a primary laparoscopic ventral hernia repair on (B)(6) 2012 and mesh was used. The patient developed abdominal distention and a small bowel obstruction confirmed by x-ray on (B)(6) 2012. The patient was hospitalized for five days and then the bowel obstruction was resolved by post operative day 7. Approximately, one month later, the patient experienced cholecystitis and gallstones were found during the emergency room workup. On (B)(6) 2012, the patient underwent a laparoscopic gallbladder removal and when going in with the trocars and camera, it was noticed that there was bowel mesentery and omentum on the mesh. The surgeon opines the bowel obstruction was due to the adhesions. The adhesions were not taken down. Currently, the patient is doing very well.